Manufacturer narrative:
On 2025-01-08 information was received that the user had their little toe broken by the falling phantom(s). This is classified as a moderate injury. The foot was x-rayed for diagnosis. It is still unclear if there was a system malfunction as there was no error message displayed to the user. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue that occurred while using the mammomat b. Brilliant. After performing the daily constancy check the object table was inclined and the phantom slipped off the object table when compression was released. The phantom fell on the user´s foot. It is currently unclear if the user involved acquired an injury. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
The reported issue was investigated in detail. The table remains in the zero-degree position and does not move during the tomo scan. To determine why the table was in a tilted position after the scan related log files covering the time of event were analyzed. The investigation of the provided log files showed that at the beginning and at the end of the tomo scan the table was in horizontal position. According to the log files the table position did not change throughout the whole scan. The customer¿ statement, ¿tilted table position after the tomo scan.¿ could not be confirmed. No related system error could be found in the log files. There is no indication of a system malfunction. No further occurrences of such an issue were communicated from customer site. The complaint was closed and further action by siemens is not warranted.